Manufacturer narrative:
(B)(4).the sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted global technical services (gts) regarding assistance with air in the patient line on the homechoice (hc). Home patient (hp) stated that she connected herself and started the initial drain when she realized that the patient line clamp was still closed and there is air all throughout the patient line. The technical service representative (tsr) explained that the hp will need to end therapy and start over with new supplies. Tsr then walked hp through ending therapy early procedure. Hp ended therapy and will start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.